Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon inserted an icl implantable collamer lens, diopter unknown, in the patient's eye. The reporter indicated the patient had a pupil block despite a good iridotomy. It was unknown if the lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the reporter indicated the lens was implanted on (B)(6) 2014. The reporter indicated the patient experienced a pupil block, with elevated intraocular pressure and had a unreactive pupil (fixed). A secondary yag was performed to enlarge or addition of pis. The lens remains implanted and at last visit date on (B)(6) 2015 the pupil was coming down. (B)(4).

Manufacturer narrative:
(B)(4).